Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that bd precisionglide¿ needle came off of the syringe and insulin leaked during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the needle came off of the syringe and insulin spilled out from the syringe. Event description per email states: caller reported that when she was filling up her cartridge that her needle came off of her syringe and insulin spilled out from the syringe. Number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes, sample is not available for investigation. Resolution - caller was able to successfully fill a cartridge. No further action required. Cts to send replacement cartridges in order to maintain customer satisfaction. Customer acknowledged and satisfied.